Event description:
It was reported by the patient, that post a coronary drug eluting stenting treatment procedure, he experienced "larger than normal blood cells. (This is not in reference to the count, but the actual size)". Additional information regarding this event has been requested, but not received.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution.